Manufacturer narrative:
Device evaluation: one sample was received for further evaluation upon visual inspection the crimp terminal, current connector of the subassembly were burned; therefore the failure reported by the customer can be confirmed. The drawing was evaluated for this device and the length of the wire was measured and it was found within specification. With these findings, a root cause could not be determined. No corrective actions will be implemented at this time.

Manufacturer narrative:
Vyaire has received the complaint device and is currently performing an investigation into the reported issue. A follow up MDR will be sent once the investigation has been completed. (B)(4).

Event description:
Customer reported a circuit with defective heater wire causing the patient's humidifier to alarm "connectors". The wire connector burned. The length of use was less than 1 month. "Connectors" alarm and when entering room to silence, nurse noticed burning smell. Where pigtail and circuit connect plug is brown. There was no patient harm in this incident".